Event description:
While connecting the rapid infuser to deliver blood to a patient in the ER, the tubing set had a luer lock that was loose and it started shooting blood outside. Biomed investigated the incident to find out that there are new tubing sets that has luer lock connectors instead of direct fittings that were on the older style sets.